Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another device in (B)(6) 2018. Additional information has been requested; however, this has not been made available as of the date of this report.